Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the console indicator of the motor device was displaying an e6 error code (overheat warning). It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction d9: the date device returned to manufacturer has been updated to reflect the correct information. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was found that the motor device was loose, the cord was damaged, the breaded stainless steel wire tether was damaged/came off, the flex circuit was damaged, console indicator of the device was displaying an e6 error code (overheat warning), and the device would not run. It was noted that hose was scratched, connector was loose, housing pin was loose, set screw was loose, cap wire was frayed, error code e6 cannot be operated because it continued to appear it was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, no short circuit between phases and connector body. No short circuit between hall sensors and connector body, and no short circuit between 5vdc line and connector body. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.